Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used in a procedure performed one month prior, (male patient; age and weight are unknown). According to the complainant, approximately two weeks after placement, the device separated. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned sample, no defect was found with the returned unit. The balloon was found to be intact upon evaluation. This complaint could not be confirmed.